Event description:
It was reported that the pacemaker, right atrial (ra) lead, and non-boston scientific right ventricular (rv) lead were explanted due to infection. No additional adverse patient effects were reported.